Manufacturer narrative:
Update: (B)(4) 2012 - litigation papers received. In addition to pain, it is now alleged that the patient suffers from discomfort, inflammation, a popping sensation, and metallosis.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised bilaterally to address pain. Qty 2.

Manufacturer narrative:
Update: 2/21/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.